Manufacturer narrative:
Device evaluation: the tamper seals are both removed/broken. The top case was cracked front corner. Results of event history log: there was plunger not in place alarm in history, thinking that is what customer was talking about. Evaluation test: setup for flow test was duplicated. Syringe plunger not in place was found at syringe test. Q1 chip was broken off from the plunger board and the plunger board was also broken off from the glue. To resolve the issue, the plunger pcb was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump exhibited plunger size not detected alarm. No patient injury was reported.